Event description:
8/27/97 two yrs post rt total knee replacement, pt states that the knee aches at the end of the day. Intermittent swelling, but otherwise she is doing fine. Ap & lateral x-rays show excellent alignment of the total knee replacement. The patella laterally, however, shows the patella has slid down. 10/22/97 revision patella/tibial insert prosthesis.